Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted in a patient. On (B)(6) 2024, the patient had a pericardial effusion. Awaiting thoracentesis. The patient is stable,

Manufacturer narrative:
An event of circumferential pericardial effusion that led to early stage of cardiac tamponade after a day of device implant was reported. A pericardiocentesis was performed and 350 ml was removed from the patient and protamine administered. Information from field indicated that a small effusion was noted prior to procedure per transesophageal echocardiography (tee), which could have been exacerbated by the procedure leading to the complications being reported. The review of tee provided by field demonstrated a large fluid filled transverse sinus which measures approximately 4 mm. Series 44 demonstrated the lobe stabilizing wires positioned at the large ts, could be a possible increased risk for effusion. No leak was observed on color flow assessment. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.